Manufacturer narrative:
The insulin pump was received with intermittent button response, however unable to verify the root cause. No button error alarm noted during our testing. The insulin pump has cracked case at display window corner, minor scratched lcd window and cracked reservoir tube lip. Testing of the insulin pump showed that it was functioning properly and passed all functional testing.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.

Event description:
It was reported that customer had low blood glucose and was found laying on his bed with his insulin pump. Customer called 911 last (B)(6) 2015. Customer's blood glucose was under 20 mg/dl. Customer was treated at home and was not transported to the hospital. Customer was not on a vehicular accident and was not driving. Customer blood glucose stabilized at 94 mg/dl. It was reported that the insulin pump alarmed button error. Troubleshooting was done. Advised customer the insulin pump would be replaced. Advised customer to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.